Event description:
It was reported that a device interrogation and a remote transmission showed intermittent loss of bi-ventricular capture and loss of right ventricular (rv) lead capture. It was noted that during the episodes showing on the remote transmission, the patient was sick with the flu. The patient was seen in the clinic and thresholds were done when the patient was supine and moving the arms and they were stable; however it was when the patient was getting into the supine position that the loss of capture was noted. The patient had recently had an electrophysiology study and the day of the device check had a chest x-ray as well as had a holter monitor done. The tests showed no lead anomalies or pauses. The outputs were increased and the patient will be monitored. The left ventricular (lv) lead and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; product ID: 694765 implantable tachy lead, implanted: (B)(6) 2004.